Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The tuohy-borst was loose. The filter was shifted proximally in the storage tube. However, as the tuohy was returned loose it is unknown if the filter shifted inside the storage tube during packaging for return or shipment. The gripper was disengaged from the filter retrieval hook. The pusher catheter was kinked approximately 29.2cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. Functional/performance evaluation: the filter was advanced from the storage tube without issue. The filter contained all 6 arms and legs present and intact. No anomalies were noted to the filter. No skiving was found inside the storage tube. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance from the storage tube. The investigation is confirmed for dislodged or dislocated as the gripper was returned disengaged from the filter retrieval hook. The definitive root cause is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter did not advanced out of the deployment storage tube; therefore, the filter deployment system was exchanged for a another that was deployed successfully. There was no reported patient injury.